Event description:
The device was implanted on 2/21/97, fir infusion of fentanyl for treatment of pain (note: infusion of fentanyl is not a MFR's indication for the device's intended use). On 2/22/97, the pt informed the MFR's (MFR) clinical representative that the device was implanted the day before (2/21/97), the pt stated that tonight (2/22/97), she was experiencing back, neck, incisional and headache pain. The pt took percocet, but that only work for two hours. The original pain for what the device was implanted for was gone. The MFR's clinical representative recommended that the pt contact her physician to alert him to the fact that she is having pain. A short time later that evening (2/22/97), the pt contacted the MFR's clinical representative again to inform her that the pain had worsened and she was unable to reach her physician. The MFR's clinical representative recommended the pt call an ambulance for transport to the hosp and the energency room personnel would be able to reach the pt's physician. The MFR's clinical representative attempted to contact the pt later that evening; however, there was no answer. No further details were provided at this time.

Manufacturer narrative:
On 4/8/97, the MFR received a fax from the facility nurse which states the following information: diagnosis - abdominal causalgia. Treatment - insertion of the MFR's device to deliver fentanyl 6cc, marcaine .5%, 75ug fentanyl, 1.94cc/day delivery system. The patient is doing well and with continue with the device indefinitely. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A serial number was provided for this device; therefore, a review of the device history record was not possible. The device remains implanted for continued use in the patient's therapy regimen; therefore, based on the information available, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.